Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction commenced to remove a right atrial (ra) and two right ventricular (rv) leads (one active, one capped) due to cied system/pocket infection and non function (the device was partially eroded from the pocket). The ra lead was noted to be fractured via x-ray pre-procedure. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (16f glidelight laser sheath, 13f tightrail rotating dilator sheath) were used, switching between leads as progress stalled just past the innominate region. There was slow progress due to the ra and capped rv leads being 25 years old. A second 13f tightrail was used, continuing to switch between leads until successful advancement was achieved through the main binding site in the superior vena cava (svc). As attempts continued to separate the leads, the patient''s blood pressure began to drop. Rescue efforts began immediately, including rescue balloon and medications, which stabilized the patient. After some time, the physician deflated the rescue balloon and the patient''s vital signs remained stable, and transesophageal echocardiography (tee) confirmed no effusion. The extraction attempt continued, and the active rv and capped rv leads were successfully extracted. While attempting to extract the ra lead using the tightrail, advancement was made to the clavicle, but progress stalled, requiring the tightrail''s outer sheath and a gore medical 26f introducer sheath to eventually free the lead. Tee verified no effusion around both lungs or in the pericardial space. The patient''s vital signs remained stable and the procedure was completed. Additional information was received that the patient died that night due to a suspected svc perforation. This report captures the 13f tightrail, the last device in use (when the patient''s blood pressure first dropped) when suspected svc perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.